Event description:
It is reported that in 2001, the pt underwent knee revision surgery. It was noted that the articular surface had poly wear, the poly portion of the patella had separated from the metal portion, and the tibial plate had broken.